Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the nurse heard and felt the motor stop and flows reach zero at the time of the event. The motor restarted but there was a "rattling" sound that gave concern that the motor was not properly seated in the housing and flows did not return. Mean arterial pressures were 20's-50's. The pump head was removed and reinserted into motor housing, but there was no flow. Staff exchanged to back up motor and console, and flows were re-established.

Event description:
It was reported that there was a motor failure when going from cath lab to the intensive care unit. The motor and the console were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor stopping and causing a ¿rattling¿ sound was confirmed via evaluation and log file analysis. Review of the downloaded log file revealed on 24aug2025 the system shut down and shortly after motor disconnected: m2 and motor alarm: m4 alarms activated. Commands were received to attempt to ramp up the pump speed; however, set pump speed not reached: m5 and motor stopped: m1 alarms activated. The system was power cycled three times on 24aug2025 ¿ 25aug2025, but the issue did not resolve. The centrimag motor (serial number (B)(6)) was inspected at the service depot. The motor was connected to the returned centrimag console (serial number (B)(6)) and a test loop. Immediately after the system booted up, the impeller started rotating back and forth while the system was still at 0 revolutions per minute (rpm). The speed was attempted to be raised and caused the impeller to vibrate rapidly and produce an m4 alarm. The motor was connected to a test console and issue was reproduced. The motor was deemed suspect and could not be certified for use. The motor was returned to the customer site labeled ¿not for human use¿. The root cause for the reported event was determined to be the centrimag motor; however, a further root cause was unable to be conclusively determined through this analysis. The current revision of the centrimag operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts", cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available the device history records were reviewed for the centrimag motor (serial number (B)(6)), and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.